Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that the stent would not cross a lesion in a svg to the lad and when the device was pulled back, the stent dislodged onto the guide wire, prior to reentering the guiding catheter. The physician then removed all of the devices. The stent was seen floating in the aorta and it floated down to the left internal iliac where it remains. There was no attempt to retrieve the stent from the patient's anatomy. Reportedly, the patient is doing well. No additional event or patient information is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, and accessory device support. Factors that can affect stent dislodgement inside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the patient's anatomy and/or a previously implanted stent.